Event description:
It was reported that the patients incision still had a scab postoperatively and is not healing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2026 prior to the date the manufacturer became aware.